Manufacturer narrative:
An intuitive surgical field service engineer (fse) went onsite and evaluated the system. The fse conducted mechanical and performance testing and found the system to be fully functional, without defect, and performing to specifications. The root cause of the customer reported failure mode cannot be determined. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff was unable to get the pk dissecting forceps instrument to work. The instrument, cables, and electrosurgical unit were swapped, however, the issue continued to recur. The site indicated that there were no system errors or alarms generated from this issue. The surgeon made the decision to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.